Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2014 as follows: the battery compartment was observed to be cracked below the bumper pad. The display was observed to be dim, fading, and reddish in color. The battery cap was not returned with the pump; a test battery cap was used to verify steps. The black box revealed a time and date reset to the default setting after a battery change on 09/07/2014. The pump was exercise for 24 hours, the battery was then removed for 6 hours and the time and date was observed to have reset when the battery was reinserted. The pump case was removed for further investigation and corrosion was found underneath the internal clock battery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(4)

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a dim, fading and reddish colored display, and corrosion under the internal clock battery. This report is made based on results of investigation completed on 11/04/2014.